Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: e1, h2, h6, h10, and h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event are unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent removal of sternal fixation plates and screws and rib fixation plates and screws on an unknown date. During the removal procedure, the reporter noted that when three rib fixation screws were removed, the screw tips fractured and remained embedded in the patient¿s healed ribs. There were no known consequences or impact to the patient, and no surgical delay occurred. No additional treatment related to the retained screw tips was reported. Attempts have been made and no further information has been provided.